Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver ablation, the tip of the antenna broke off inside the patient. The doctor was not able to recover the tip of the antenna.